Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4).

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a placement procedure performed on (B)(6) 2022. During the injection of the hydrogel, on the ultrasound it was noticed that the spaceoar vue device infiltrated the anterior rectal wall. The placement was reportedly extremely lopsided, originating at the midline and dispersed to the 5 o'clock position. After reviewing the planned imagery, a predominantly "lateral" wall permeation deep to near the dark orifice in images representing the rectal lumen was noted. The patient was reported to be asymptomatic. Magnetic resonance imaging (MRI) was to be performed, but it was not specified when it would occur. It was reported that the plan is to do conventional fractionation with start date to be determined. Boston scientific corporation has been unable to obtain additional information regarding this event, despite good faith efforts.

Manufacturer narrative:
Additional information: blocks a2, b5, b7 and h6 have been updated based on information received april 12, 2023. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: device code a1502 captures the reportable event of gel misplacement non-vascular.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a placement procedure performed on (B)(6) 2022. During the injection of the hydrogel, on the ultrasound it was noticed that the spaceoar vue device infiltrated the anterior rectal wall. The placement was reportedly extremely lopsided, originating at the midline and dispersed to the 5 o'clock position. After reviewing the planned imagery, a predominantly "lateral" wall permeation deep to near the dark orifice in images representing the rectal lumen was noted. The patient was reported to be asymptomatic. Magnetic resonance imaging (MRI) was to be performed, but it was not specified when it would occur. It was reported that the plan is to do conventional fractionation with start date to be determined. Boston scientific corporation has been unable to obtain additional information regarding this event, despite good faith efforts. Additional information received on december 23, 2022. It was reported that the spaceoar vue placement was performed under local anesthesia. Additionally, fiducial markers were placed transperineally. External beam radiation treatment was noted; however, it was not indicated if it had yet occurred. Additional information received on april 12, 2023. It was reported that the patient came back five months post spaceoar vue implant for a follow up scan to assess the hydrogel reabsorption. Upon further image review, it was determined that the hydrogel was likely in hydrolysis state, and it was changing shape with reabsorption of most of its iodine content, and as a result was less radiopaque. On (B)(6) 2023 it was also reported that simulation imaging had occurred again on (B)(6) 2023, and it was noted the contrast of the hydrogel had dissolved, however, the hydrogel was still present. The managing physician thought the hydrogel was likely even larger with small pockets of air. The patient was reported to be asymptomatic, but it was reported he did have rectal discomfort for a week or two after the implant procedure. It was also reported that when the patient's simulation imaging occurred one week following spaceoar vue implant, due to the hydrogel seen in the rectal wall, the patient's treatment was delayed allowing time for the hydrogel to dissolve. On (B)(6) 2023, MRI images were reviewed which showed unequivocal deep rectal wall permeation under the muscularis to the submucosal level. Considerations were again made to continue to defer treatment given that patient remained asymptomatic and to avoid disrupting the rectal wall in order to prevent complications.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a placement procedure performed on (B)(6) 2022. During the injection of the hydrogel, on the ultrasound it was noticed that the spaceoar vue device infiltrated the anterior rectal wall. The placement was reportedly extremely lopsided, originating at the midline and dispersed to the 5 o'clock position. After reviewing the planned imagery, a predominantly "lateral" wall permeation deep to near the dark orifice in images representing the rectal lumen was noted. The patient was reported to be asymptomatic. Magnetic resonance imaging (MRI) was to be performed, but it was not specified when it would occur. It was reported that the plan is to do conventional fractionation with start date to be determined. Boston scientific corporation has been unable to obtain additional information regarding this event, despite good faith efforts. Additional information received on december 23, 2022. It was reported that the spaceoar vue placement was performed under local anesthesia. Additionally, fiducial markers were placed transperineally. External beam radiation treatment was noted; however, it was not indicated if it had yet occurred.

Manufacturer narrative:
Additional information: block b5 and block b7 have been updated based on information received december 23, 2022. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: device code a1502 captures the reportable event of gel misplacement non-vascular.